Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding larynx trauma. The customer reported that a new model of medtronic tube was inflexible and difficult to manipulate. It was alleged to have caused trauma to the larynx during intubation.